Event description:
A patient who had a plate fixation to treat a femur fracture which occurred as a result of a car crash one month ago complained that when he was at a football game on 10/14/06, he started having pain, looked down and saw deformity in his leg. He was unable to walk, went to the emergency room where locking plate was diagnosed to have broken.

Manufacturer narrative:
H3, h6: no evaluation could be made, no conclusion could be drawn as no device has been returned.